Event description:
At post-op check the bipolar lead impedance was <200 ohms and there was no bipolar sensing present even at 0.5 mv. The device was programmed to unipolar tip sensing and uni- polar pulse configuration. In unipolar lead impedance was 242 ohms. The physician does not want to revise device due to patient's age.